Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. The home patient's family member reported that the home patient disconnected their transfer set from the patient line of the homechoice set to go to the bathroom and forgot to press stop on the homechoice machine. When the home patient returned they reconnected self to the homechoice set and received a system error alarm, per the home patient's family member. Baxter's technical service center assisted the home patient's family member in ending therapy. The home patient's family member reported that home patient completed therapy with manual exchanges. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.